Event description:
An affiliate reported that during an angioplasty procedure to treat a calcified bifurcation of the left main coronary, left circumflex and left anterior descending arteries, the physician experienced deflation difficulty with the fire star balloon. Contrast media used for the procedure was visipaque and the contrast to saline ratio was 1:1. After the first inflation up to 12atm for 10 seconds, the balloon did not deflate. The balloon remained inflated for an additional 30 seconds before it deflated. The balloon re-wrapped properly and was removed from the patient. It was reported that there was no resistance/friction felt during the procedure. The patient remained asymptomatic during the procedure and was in stable condition. Another device was used to complete the procedure using the same indeflator.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Complaint conclusion: an affiliate reported that during an angioplasty procedure to treat a calcified bifurcation of the left main coronary, left circumflex and left anterior descending arteries, the physician experienced deflation difficulty with the fire star balloon. Contrast media used for the procedure was visipaque and the contrast to saline ratio was 1:1. After the first inflation up to 12atm for 10 seconds, the balloon did not deflate. The balloon remained inflated for an additional 30 seconds before it deflated. The balloon re-wrapped properly and was removed from the patient. It was reported that there was no resistance/friction felt during the procedure. The patient remained asymptomatic during the procedure and was in stable condition. Another device was used to complete the procedure using the same indeflator. One non-sterile fire star 2.00x20 ptca balloon catheter was received coiled inside a plastic bag. The balloon was already inflated and residues of crystallized inflation media were observed in the balloon and inflation lumen. No other anomalies were observed. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The inflation lumen was blocked by inflation media (due to the presence of iodine which is present on the inflation media). Once the sample was cleaned no evidence of any other kind of blockage was observed on the inflation lumen. The guide wire lumen presented no evidence of blockage. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "deflation difficulty-partial or slow" was not confirmed since the unit could be inflated/deflated within specification time. The exact cause of the reported failure experienced by the customer could not be determined. A risk assessment was completed and an investigation was opened to address this failure. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The inflation lumen was blocked by inflation media (due to the presence of iodine which is present on the inflation media). Once the sample was cleaned no evidence of any other kind of blockage was observed on the inflation lumen. The guide wire lumen presented no evidence of blockage. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "deflation difficulty-partial or slow" was not confirmed since the unit could be inflated/deflated within specification time. The exact cause of the reported failure experienced by the customer could not be determined. CAPA-(B)(4) is already open to investigate balloon deflation difficulty for firestar products.